Event description:
The MFR rep reported that the pt had experienced increased spasticity and each time the pump was interrogated, there were motor stall messages and the logs had multiple motor stall messages. The pump was programmed to deliver lioresal; the concentration and dose were not specified. Troubleshooting was done (type of troubleshooting not specified) and the pump was continually monitored, but the issue was not resolved. The pump was explanted and replaced. The pt was reported to be "doing well". A fu/u report will be sent if add'l info becomes available to us.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.